Manufacturer narrative:
The contribution of the device to the reported event could not be determined. As the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems, that an ar-13997mf multifire fastpass scorpion gets stuck in a fire position. The surgeon had to open the shoulder. No further information was provided. Additional information received on 4/10/2023: this was discovered during an rcr procedure on (B)(6) 2023. The needle kept sticking in the fire position. The surgeon tried multiple needles without success. The case could not be completed arthroscopically. The surgeon had to open the shoulder and use free needles. Nothing broke inside the patient. Additional information received on 4/11/2023: the sales representative is unsure if additional anesthesia was administered, but the case was prolonged, due to having to open the shoulder.